Event description:
It was reported that the recliner mechanism would not latch shut, and would come back out after trying to close it, due to bent components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.